Event description:
It was reported that during an iliac stenting treatment procedure, wallstent insertion difficulties were encountered. The first wallstent (7,90mm x 100cm) was successfully introduced, but was withdrawn through the cook kcfw catheter again for an unknown reason. Same problem occurred with the use of the second wallstent (7x40mm x 100cm). While inserting the third wallstent (7x40mm x 100cm) stent through the introducer, the stent completely rolled up, inducing a thrombosis. The procedure was discontinued and the patient was sent for ilio-femoral bypass surgery. The nurse did not feel that this event was due to a device malfunction, but was more probably due to a procedural complication. No additional information is available regarding this event as the physician has left the hospital permantently.

Manufacturer narrative:
The device has not been received for analysis as of the date of this report.